Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm, stating that the insulin pump had not been dropped or exposed to moisture. She stated that the insulin pump had not been exposed to a strong magnetic field. The caller was unable to complete the rewind sequence. She stated that when the customer pressed the act button, the device showed the main menu. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.